Event description:
Ref.:(B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was investigated in the laboratory of the manufacturer.during the visual examination,it was observed that the blood outlet connector was sealed by the customer with bone wax.after cleaning the oxygenator and after removing the bone wax from the blood outlet connector,a leak test with water was performed.in this case, a leak (crack in the luer connection) was detected at the luer connection of the blood inlet connector.thus the reported failure could be confirmed. Sap trend search was performed(product group 56000, failure code 0102 inlet connector) which came to following results:3 additional complaints were recorded which appears reported issues are the same since the last 12 months.based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,04%, which is below 1%. Due to this information no systemic issue could be determined. Device history record was reviewed.there were no references found, which are indicating a nonconformance of the product in question.the manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing.the information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: "blood leakage occurred, probably from plastic housing near pos.5" (B)(4).